Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured after implantation. As a result, the patient underwent explantation on (B)(6) 2021. The suspect medical device was discarded after explantation surgery.